Event description:
On (B)(4) 2014, it was reported that the patient underwent explant of the vns device due to infection on (B)(6) 2013. The surgeon later reported that the infection was first observed on (B)(6) 2013. There was fluid and odor from chest wall pocket and odor from neck incision. It was reported that the patient has a history of scratching at incision postoperatively, but no specific event or trauma. Both sites were infected; cultures were taken from both incisions and orsa grew from both incisions. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.